Event description:
Customer reported the system made a loud noise then stopped producing images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a pushed in connector pin. System operates as intended.